Manufacturer narrative:
The subject device was returned to the olympus loaner department. The inspection could not confirm the reported e216 communication error. However, the repair inspection identified a scope communication error, b30 due to charge coupled device failure and the scope has identification failure. The inspection also noted the adhesive from the bending section cover is chipped. There is backlash from the metal vent. The free engage angulation lever feels restricted/heavy and the grip cover paint is peeling. The investigation is ongoing; therefore, the cause of the customer event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use

Event description:
Olympus (omsc) was informed via repair request that the endoeye flex-deflectable videoscope had an ¿e216 communication error¿ during an unspecified event. No death, injury or harm was reported to olympus.

Event description:
The customer provided additional information: the date of the event (B)(6) 2022, and the reported problem was found during equipment inspection.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information as well as additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, error code e216 was not confirmed during evaluation, and the definitive root cause of the reported issue could not be determined. For error code b30, a definitive root cause could not be determined. However, it is likely an electrical continuity error due to water invasion. For the identification function failure, a definitive root cause could not be determined. However, it is likely due to a breakage of the identification board. Olympus will continue to monitor field performance for this device.